Manufacturer narrative:
Additional information has been provided with additional information. The additional information has been provided with this report.

Event description:
It was reported via phone that the pump memory review found that the customer was either using a non linked meter and/or simply entering sensor glucose values to bolus.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor, displacement and the dat test at 0.0861 inches. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 42 mg/dl at the time of the incident. The customer was at 60 mg/dl at the time of the call. The customer was given soda to treat. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. The customer believes the pump was over delivering. Troubleshooting was completed and the pump had an inaccurate carb entry before the low that the customer did not input. The customer's hcp advise them to go back to manual injections. The insulin pump will be returned for analysis.